Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
The reported condition of channel b "air in line, no air" was confirmed and duplicated due to channel b air-in-line printed circuit board being out of calibration. The air-in-line printed circuit board was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of ?air in line - false alarm, channel b.? This device utilizes user interface module master software version 5.04.00 categorized as unremediated. (B)(4).

Event description:
The facility reported a colleague pump with channel b air in line, but no air was actually in the line. It is unknown when the reported condition occurred. There was no patient involvement. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.